Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice (hc) machine during drain 1/6 of the automated peritoneal dialysis (apd) therapy. Reportedly, hp was attempting to utilize 5 patient line extensions which were connected prior to the prime cycle. Hp noted an incomplete prime prior to connecting to the setup, however, hp still attempted to complete therapy with those supplies. Tsc assisted hp in ending hp's apd therapy early, hp setup with new supplies to complete hp's therapy. Per hp, no patient injury or medical intervention was associated with this incident.